Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to infection. A 1-stage revision was performed, the entire hip construct was revised. Rep was not present for the procedure. Rep confirmed that no further information is available from the hospital or surgeon.